Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported moderate asymmetry, device feels folded and deflated. Health professional reported capsular contracture, baker grade IV and rupture. The device has been explanted.

Event description:
Patient reported left side moderate asymmetry, device feels folded and deflated. Health professional reported capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Device evaluation: the device related to the reported event of asymmetry, capsular contracture, crease/folding of implant and rupture was received on august 30, 2022, with lot number 1415547. Analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, crease smooth opening on radius, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: opening crease sharp on radius assessed as fold flaw opening. Opening crease smooth on radius assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Patient reported moderate asymmetry, device feels folded and deflated. Health professional reported capsular contracture, baker grade IV and rupture. The device has been explanted..